Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with uploading and programming their device to their mac. The mother states the customer tends to run on the high side. The customer's blood glucose level was 414mg/dl. The mother states the customer treated the highs with the pump. Troubleshoot was conducted, and the customer was assisted in programing the pump and clearing a missed bolus reminder alert. No further assistance was needed at this time.